Manufacturer narrative:
The customer performed a checkout of the equipment and was not able to confirm the reported complaint. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a malfunction that results in a loss of mechanical ventilation. The patient was manually ventilated and case completed. There was no report of patient injury.